Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set IV tubing leaked from the drip chamber during use. The following information was provided by the initial reporter: "IV tubing leaking at lower portion of drip chamber."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of IV tubing leaking at lower portion of drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 21053210 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21053210 regarding item #2426-0500. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set IV tubing leaked from the drip chamber during use. The following information was provided by the initial reporter: "IV tubing leaking at lower portion of drip chamber."